Manufacturer narrative:
UDI for gore® excluder® contralateral leg component plc141400: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. After having deployed a gore® excluder® contralateral leg component plc141400 at the intended location, the physician attempted to remove the device catheter out of the gore® dry seal flex introducer sheath dsf (12/33). During the retraction movement however, the catheter appeared to have become stuck inside the sheath but no obvious reason for the retraction difficulty could initially be identified. The physician succeeded in overcoming the strong resistance encountered when pulling the catheter out of the sheath by using increased force. At that point it was noticed that the leading end of the catheter had completely separated from the device catheter whilst remaining on the guidewire. To retrieve the separated piece, the sheath was removed from the patient and the leading end was pulled out of the sheath. The implant procedure was concluded without any other problems. The patient tolerated the procedure.

Manufacturer narrative:
Device evaluated by manufacturer?: corrected selection. The gore® excluder® contralateral leg component plc141400 / 17180384 was not returned to gore as it was discarded at the facility. The evaluation was however completed using photographs provided from the field sales associate. The device evaluation showed that the delivery catheter was broken at the trailing olive and that the leading end had pulled out of trailing olive. The stent graft was no longer on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter breakage could not be determined with the available information. The force used removing the catheter through the introducer sheath may have contributed to the event.